Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented for initial implant. Device interrogation post procedure revealed a decrease in sensitivity, impedance, and an increase in capture thresholds on the right ventricular lead. The physician scheduled lead revision on (B)(6) 2019. During lead revision, the physician concluded that there was a perforation. The physician noted that effusion was observed with fluoroscopy. The lead was explanted and replaced. Patient was stable post procedure.